Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 1 of 4 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag had disconnected without falling. The technical service representative (tsr) had the hp close all the clamps to the solution bags, patient line, and transfer set. The tsr advised the hp to dispose the current supplies and start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.